Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the mid left anterior descending (mlad) with moderate calcification. After pre-dilatation with a 3x12mm balloon, the 3x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, a distal end dissection was noted; therefore, a 3x8mm drug eluting stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect(s) of vascular dissection is listed in the xience xpedition everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.